Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is a malpositioned implant. Part numbers, lot numbers, manufacturing dates (if available), expiration dates and gtin numbers: ifuse implant, p/n 7050-90, lot# 8028003323005, manufactured 05/02/12, expires 2015-05, (B)(4). Ifuse implant, p/n 7040-90, lot# 7663002664003, manufactured 07/07/11, expires 2014-07, (B)(4). Ifuse implant, p/n 7045-90, lot# 7663002731004, manufactured 10/06/11, expires 2014-10, (B)(4).

Event description:
In (B)(6) 2012 the patient underwent a right side si joint arthrodesis where three implants were placed. The patient later had recurrent pain symptoms. The surgeon determined that the most caudal implant was not positioned optimally and was not fully surrounded by bone leading to the diagnosis of pseudoarthrosis. In (B)(6) 2015, the surgeon performed a revision surgery where he removed the most caudal implant. He then placed a new ifuse implant in a different position anterior to the second implant. There has been no update yet on the patient's condition following the revision surgery.